Event description:
The following has been reported: nurse reported: "4 separate occurences of the same type. Kzero caps are unscrewing from the secondary port. Some occur when nurses disconnect secondary tubing sets from the kzero and others disconnected simply with a twist of the kzero cap. Caps do not seem to be bonded or glued to the secondary port. Had to change the set as the kzero cap can be screwed back on, but it is not secure and would allow removal each time the secondary port is accessed. There are 4 instances of the same complaint. Patient harm: no. A preliminary review identified the following issue: administration set breaks (any part) unknown if an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.